Manufacturer narrative:
H3, h6: one pump was returned for analysis. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the customer problem was not duplicated. The cause of the customer reported problem was the defective printed wiring assembly (pwa). The manufacturer representative replaced the pwa.

Event description:
It was reported that the pump had an out of tolerance flow observed during the annual check. There was no patient involvement.